Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a cystectomy +/- prostatectomy +/- bilateral node disection +/- ileal conduit formation procedure, the doctor was dividing the dorsal venus / vasculature complex when mid fire the channel guide in the anvil dug in and bent the anvil . The doctor was able to reverse out then open another gun and reload (psee60a and ecr60m) to complete the case. Two minute delay, patient is fine. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n55h4k. The analysis results found that one psee60a device was returned with the anvil bent upwards and with an ecr60m reload not loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The device was tested for functionality only in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.